Manufacturer narrative:
Insulin pump received with no button response at act, up arrow and down arrow button due to unlocked connector on lcd board noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons stopped working. The customer¿s blood glucose level was unknown. Customer reported that the time was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.